Event description:
Caller reported that the cartridge was not fitting properly on the pump. The customer¿s blood glucose level exceeded 500 mg/dl (27.7 mmol/l) due to this issue. The customer administered a correction injection via multiple daily injections (mdi) and did not require third-party assistance. Technical support advised the caller to remove the case from the pump, inspect for any damage, and remove an o-ring that was found on the pneumatic tap. After these adjustments, the cartridge fit properly, and the caller was able to resume insulin delivery independently. Further follow-up was recommended if additional assistance was needed.